Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip objective lens adhesive peeling off was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope had the tip objective lens adhesive peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to deformation of venting connector of light guide connector, water tightness is lost; adhesive around objective lens is peeled; switch1 is damaged; adhesive on bending section cover or distal sheath rubber has a chip. Light guide cover glass is deformed; protector of the video cable section has a scratch; video connector has a scratch; video connector is deformed; and video connector has a crack. Should additional relevant information become available, a supplemental report will be submitted.